Event description:
A site representative reported the allen head that closes the teeth on the open spine clamp has rounded. This was reported outside of the surgical arena and no patient was present.

Manufacturer narrative:
There was no patient present at time of event. The device lot number is unknown at time of this report. The device manufacture date is dependent on the lot number and unknown pending device return. The suspect device has not been received by the manufacturer for evaluation.